Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited intermittent noise triggering ventricular fibrillation episodes. The patient was asymptomatic. The device returned to sinus prior to therapy. The noise could not be reproduced in clinic with isometrics. Device diagnostics were all within normal limits and exhibited no abnormal changes from baseline. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.